Manufacturer narrative:
Concomitant medical products: w3dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their pacing lead did not engage properly with the implantable pulse generator (ipg). The ipg and lead remains in use. No patient complications have been reported as a result of this event.